Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, with 15,379 joules used and 2:50 minutes expended it was noted that the ¿fiber broke¿. The fiber was not cleaned during the procedure. The fiber was exchanged and the second fiber, with 261,246 joules used and 29 minutes expended, it was noted that metal cap broke, detached in the patient and was flushed out of the patient. The fiber was not cleaned during the procedure. The fiber was exchanged and the procedure was completed with the third fiber. Patient outcome: no injury to patient reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks, and erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.